Event description:
Reported alleged having higher results in the 250s and 300s mg/dl for the past several weeks and she was taking additional oral diabetes medications as a result. Reporter indicated when calling the doctor to inquire about the higher readings, she was advised to make an appointment to test blood glucose. Reporter stated her advantage system read 396 mg/dl compared to the doctor's measurement of 95 mg/dl when testing was performed 30 seconds apart. No actions were taken or treatment reported. A request was made for the return of the suspect product and replacement product was sent.